Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, air could not be removed when blood was drawn back. The sheath was replaced due to a suspected defective hemostatic valve. The case was completed with cryo. No patient complications have been reported as a result of this event.